Manufacturer narrative:
Philips service replaced the flashlite high end kit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an fdc error caused imaging failure on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.